Event description:
As reported via legal documentation a 73 y/o patient had a right hip replacement on (B)(6) 2015. Approximately 7 years and 7 months after the initial procedure the patient had a right hip revision on (B)(6)2023 due to severe pain and osteolysis. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. 14-feb-2023 op report: postoperative diagnosis: failed right hip replacement with extensive osteolysis. Sterile dressings were applied and the patient resident was taken to recovery room in satisfactory condition.

Manufacturer narrative:
D10: concomitants: (B)(6), 180-65-15 - alteon 6.5mm screw, 15mm; (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm; (B)(6), 101-05-20 - 3.2mm drill bit 20mm 1pk; (B)(6), 180-65-20 - alteon 6.5mm screw, 20mm; (B)(6), 164-03-11 - element-stem, collared w/ha, std offset, sz 11; (B)(6), 180-01-56 - nv crown cup clstr hole 56mm group 3. Pending investigation.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.